Manufacturer narrative:
Peritonitis is a well-established complication in pts on peritoneal dialysis. There are several known cases of peritonitis occurring in pd pts not related to the use of baxter products. Most commonly, peritonitis is related to entrance of bacteria via the pt's pd catheter, due to touch contamination. Causes related to baxter products are also typically due to a compromised sterile fluid path. The sterile fluid path can be compromised by a defect in the tubing, the cassette, or disposable solutions to name a few. Since the homechoice instrument itself is not in contact with the fluid path it can not directly cause peritonitis; for the instrument to be linked to a peritonitis episode, there would need to be a breach in the cassette or tubing that were indirect contact with the instrument. Poor sterile practices by the pt or caregiver can compromise the fluid path as noted above. CAPA file documents baxter's investigation into an increasing trend in peritonitis reports for baxter's homechoice pt's. This investigation is currently in process.

Event description:
Pt stated he had no alarms during his therapy, but did have fibrin in his drain bag. The tsr advised hp to contact his nurse. The tsr also called the hp's nurse and left a voice message. Nurse returned this writer's call and stated the hp was hospitalized and diagnosed with peritonitis. In 2005, although it quite possibly could have been earlier since the pt often misses appointments and does not come into the dialysis center unless he is very sick. Nurse also stated that the pt is very non-compliant and has tried by himself to remove fibrin from his catheter. Hp complained of abdominal pain, had a cloudy effluent, fibrin in his drain bag and high blood pressure prior to his diagnosis. Remedial therapy is unk due to hp hospitalization, as are current concomitant medications. Nurse also stated that, even though, the pt has been trained regarding his dialysis, a break in aseptic technique by the pt is very likely since the pt is very non-compliant. Nurse's suspected root cause for the hp is self-contamination due to pt non-compliance. The pt is still hospitalized about one month later.